Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
]Additional information was received from the patient. It was reported the battery was failing and only battery was replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - non-malignant pain/ peripheral neuropathy. It was reported that there was a battery replacement in 2018. No further complications were reported/anticipated.